Manufacturer narrative:
Device available for evaluation: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 03-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional reported that the patient had the implantable neurostimulator and lead taken out and repositioned and put back in because 'something was wrong with the lead and battery'.